Event description:
It was reported that the waste line is leaking outside of instrument with a bd facs¿ lyse wash assistant. The following information was provided by the initial reporter: leaking from the waste tank connection: additionally, on 2020-06-25 the fse provided the following additional information: leak (if yes explain)? Yes. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. What was the fluid that leaked? Waste. 4. What is the source of leak / waste line or non-waste line? Waste line. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak no.

Manufacturer narrative:
H.6. Investigation summary: scope of issue: the scope of issue is only limited to part # 337146 and serial # (B)(6). Problem statement: customer reported complaint on a bd facs lyse wash assistant ¿ (B)(4) of biohazard leakage from the connector. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 21jun2019 to date 21jun2020. Complaint trend: there are 4 similar complaints related to this issue of a biohazard leak from the connector. The complaint #¿s are; (B)(4). Date range from 21jun2019 to date 21jun2020. Manufacturing device history record (DHR) review: review of DHR part # 337146 serial # (B)(6), file# (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to a bad fluidic connector, 343528-hose coupling barb insert1/8in ID orange. The fse (field service engineer) confirmed this by troubleshooting the complaint. Although the leak was waste and potential exposure to biohazard material, the costumer was wearing their ppe (personal protective equipment) at the time of the incident. There was no skin contact nor was there any medical treatment performed due to the leak. No user was harmed or injured. After the repair, the instrument was calibrated, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. Service max review: review of related work order #: (B)(6), case #(B)(6). Install date: 10jun2015. Defective part number: 343528-hose coupling barb insert1/8in ID orange work order notes: o subject / reported: leaking from the waste tank connection o problem description: leaking from the waste tank connection o work performed: ran lwa through cell wash cycles to observe and isolate leak. Found a problem with the waste tank hose coupling barb insert1/8in ID orange connector. Replaced this orange connector part # 343528. Tested lwa and verified that the leak was resolved. Verified instrument operation. Instrument has been aligned to specification per applicable bd service manual. Leak (if yes explain)? Yes 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Waste 4. What is the source of leak -- waste line or non-waste line? Waste line 5. Was the customer exposed to blood or bodily fluids? No 6. Was there any physical harm to the customer as a result of the leak no o cause: fluidic connector. O solution: replacement of the hose coupling barb insert1/8in ID orange has resolved the problem of: leaking from the waste tank connection. Instrument has been returned to operational status to the lab. Returned sample evaluation: a return sample was not requested because this is not a returnable part and was discarded. Risk analysis: risk management file part #337146ra, revision 02, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o ID: 3.1.2 o hazard: 1. Un-prepped sample. 2. No answer. 3. Loss of sample. 4. Safety ¿ biohazard o cause: defective valve o harmful effects: 1. Delayed or no results. 2. Increased cost of test due to need to re-prep then rerun. 3. Poor reliability. 4. Blood exposure is higher risk without fixative. O risk control: 1. Visual color of sample 2. Customer check firmware error if valve stuck open. O implementation verification: eco1147e50487 o effectiveness verification: mini-pump/valve reliability test protocol and report systems level reliability test protocol and report o probability: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no. Root cause: based on the investigation results the root cause was due to a bad fluidic connecter, 343528-hose coupling barb insert1/8in ID orange. Conclusion: based on the investigation results, the root cause of the biohazard leak was due to a bad fluidic connector, 343528-hose coupling barb insert1/8in ID orange. The cause was confirmed by the fse and performed the repair. The instrument was calibrated, tested, and is functioning as expected. The safety risk is low because there was no impact to customer health or safety. Investigation conclusion: based on the investigation results, the root cause of the biohazard leak was due to a bad fluidic connector, 343528-hose coupling barb insert1/8in ID orange. The cause was confirmed by the fse and performed the repair. The instrument was calibrated, tested, and is functioning as expected. The safety risk is low because there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the waste line is leaking outside of instrument with a bd facs¿ lyse wash assistant. The following information was provided by the initial reporter: leaking from the waste tank connection. Additionally, on 2020-06-25 the fse provided the following additional information: leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.